Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the excessive no delivery alarm due to prime anomaly. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose had been around 200 mg/dl to 400 mg/dl. Customer's blood glucose at time of call was 286 mg/dl. Device alarmed multiple no delivery alarms. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.